Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing at routine check, it was noted that the right ventricular lead exhibited over-sensing of noise. The noise caused frequent over-sensing with inhibition of pacing. The lead was capped and replaced without complication on (B)(6) 2016. The patient was doing well post procedure.